Event description:
Pt hospitalized for hyperglycemia. Pt began feeling bad on 03/12 and felt dizzy on 03/13 with blood glucose of 360-400. Dr recommended pt visit the office and pt wad admitted to hosp with blood glucose of about 900. Pt has irritable bowel syndrome and had reduced insulin delivery amounts due to excessive vomitting. Dr says pt was dehydrated and feels irritable bowel syndrome contributed to the incident.